Manufacturer narrative:
(B)(4) - the device has been returned to the MFR for analysis. A f/u report will be sent when the analysis is complete.

Event description:
The pt had an implantable neurostimulator (ins) and lead implanted. The impedances were tested peri-operatively and many were >4,000 ohms. The lead was removed from the ins, wiped clean, and securely reinserted twice but the impedances remained >4,000 ohms. The ins was then replaced and connected to the lead but the impedances were still >4,000 ohms. The initial lead was then explanted and replaced. The sys with the second ins and second lead was tested and everything "tested out positively." The pt was not injured. A f/u report will be sent if add'l info becomes available.